Event description:
The manufacturer received information the trilogy evo ventilator was returned to the third-party service center for the report of preventative maintenance required. There no harm or injury reported. On evaluation, error code e-133 was noted in the error log indicating the active exhalation valve (aev) was stuck closed. This issue could affect the external aev in the circuit (diaphragm). The active exhalation control module (aecm) was replaced to address this issue.. As part of maintenance, the air inlet foam filter, muffler, and particulate filter were replaced to prevent failure. Additional findings not related to the malfunction/issue: one in-line filter, proximal required replacement due to contamination. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.